Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel globules was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of gel globules was not observed. 4 retained tubes from each batch number: 0226661, 0226660 were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1300 g for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel globules; none were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel globules. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were oil gel globules. The following information was provided by the initial reporter. The customer stated: "the product has oil droplets."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0226661, medical device expiration date: 2022-02-28, device manufacture date: 2020-08-13, medical device lot #: 0226660, medical device expiration date: 2022-02-28, device manufacture date: 2020-08-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were oil gel globules. The following information was provided by the initial reporter. The customer stated: "the product has oil droplets."